Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient received a low battery warning for their thoracic ipg. As a result, while the patient was in an unrelated surgery they elected to replace the ipg. Issue is resolved. Note: this patient has two scs systems. This issue is in regards to their thoracic system